Manufacturer narrative:
The investigation reviewed the last calibration performed on 04-mar-2024. The results were within specifications. The investigation reviewed the qc recovery. The results were within -2 standard deviations and were within specifications. There is no indication of a performance issue with the reagent. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and ca2 calcium gen.2 results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two patient samples with discrepant results: sample 1 the initial result was reported outside of the laboratory. The initial gluc3 result from the module was 199.7 mg/dl. The repeat result from a c 503 module was 126 mg/dl. Sample 2 the initial calcium result from the module was 5 mg/dl. The repeat result from a c 503 module was 9 mg/dl. The repeat results were deemed correct.

Manufacturer narrative:
The glucose reagent lot number and expiration date were requested but not provided. The calcium reagent lot number is 74418501 with an expiration date of 30-nov-2024. The field service engineer inspected the module and found that the reagent probe rinse station was not washing properly. He then adjusted the rinse volumes on the reagent probes and sample probes. He also adjusted the rinse mechanism volumes and the lubricated reaction disk. He performed operational and mechanical checks with acceptable results. The customer performed qc with acceptable results. The investigation is ongoing.